Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of three photographs received from the account. The photos show a device with the jaws open and a product label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if the become available.

Event description:
According to the reporter, during a low resection, the device was not able to cut the tissue but the staples were formed. The load was placed correctly on the tissue, proceeded to make the shot, the staples were formed correctly but did not cut the fabric. The surgical time extended 30 minutes or more due to the product problem for the replacement of the new recharge. They used another recharge to continue the surgery. There was no patient injury reported.